Event description:
This is a spontaneous case report received from a medical doctor in united states on 26-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. Doctor reported possible perforation to the fundus and only got unilateral placement to left side. Follow-up received on 20-may-2016: quality-safety evaluation of ptc: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Follow-up received on 02-jun-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous pregnancies gravida 2, para 2 and no c-section, spontaneous abortion, ectopics or voluntary pregnancy termination and has a history of previous ius/iud; had essure inserted on (B)(6) 2016. The insertion was performed during patients luteal phase and she was post-partum ((B)(6) 2015; last delivery was not a caesarian section). Patient first date of last menstrual period before insertion was (B)(6) 2016. According to health care professional, there were no abnormal uterine findings prior to insertion. Cervical dilatation, sounding, analgesia and general anesthesia were applied during placement. Physician considered the insertion easy however states that the visualization of tubal ostia was difficulty. There was fluid loss more than 1500cc during procedure (2000cc). Immediately after insertion, patient presented pulmonary edema. According to reporter, perforation occurred during sounding, cervical dilatation, or hysteroscopy prior to insertion and before deployment. It did not occur with the coil after deployment. No organ or intra-abdominal structure was perforated. In addition, health care professional reported that hysterosalpingogram was performed and showed left essure on correct position and informs that the right implant not deployed. Essure was not removed and patient has recovered. Follow-up information received on 13-jun-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up 16-jun-2016: follow-up attempt was made, with no response to date. Further information could not be obtained. Follow-up received on 20-jun-2016: patient was treated in the emergency room but was not hospitalized/ admitted. She was treated with furosemide for diuresis. Patient had no pre existing cardiac/ renal or pulmonary conditions. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and doctor suspected of possible perforation to the fundus (seen as uterine perforation), serious event due to medical importance and listed in essure reference safety information. According to follow up information, it was informed that the insertion presented some issues, the right device did not deploy and there was fluid loss more than 1500cc during procedure (2000cc). Additionally, the patient experienced pulmonary edema (serious and unlisted event). She was treated in the emergency room with diuretic, and recovered from the event. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy) mostly often during difficult insertions. Based on the fact that the event occurred associated to insertion procedure and considering its nature, this event was considered as related to essure. Furthermore, there is a risk of loss of fluid during essure placement and this is inherent to any hysteroscopic procedure. Excess fluid absorption can cause dependent edema, increased jugular venous pressure, and pulmonary edema. Although in this case, limited information was provided regarding this event, the increased fluid loss could have had a contributory role in the pulmonary edema. Therefore, considering the fluid loss occurred associated to placement procedure, causal relationship between pulmonary oedema and essure use cannot be excluded. This case was regarded as incident, since medical intervention was required. According to product technical assessment, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.